Event description:
Reporter indicated that pt experienced constant hoarseness following vns surgery and was later diagnosed with vocal cord paralysis by an ear, nose & throat. The pt's ncp system was programmed to on the same day as implant. The pt is reportedly seizure-free. Attempts to obtain additional info have been unsuccessful to date.